Manufacturer narrative:
The device was evaluated and was confirmed to be leaking from the umbrella valve. The root cause of the issue is operator error during assembly of the umbrella valve. Quest has updated its standard of work and has issued a quality alert to train operators and provide them with better visibility of defects associated with the umbrella valve. In addition, the manufacturing leak tester will be updated to ensure parts with this type of defect are rejected.

Event description:
The report received states that the device leaked during a procedure.